Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the esheath was prepped per IFU. There were no issues when inserted into the patient. The procedure went as planned. When the esheath was removed, the CT surgeon stated "we felt some resistance, or as if it was snagged on something, then just pulled and it caused a tear in the femoral artery". When examining the esheath, there is what looks to be a small tear near the expandable portion, proximal to the non-expandable portion. Pictures were taken and the esheath was collected in a biohazard bag. The CT surgeon insisted that the hospital would send it back and would not let the fcs take the esheath to send back for evaluation. A new esheath was prepped per IFU and inserted into the patient until the vascular surgeon arrived to repair the damaged vessel. The patient was stable throughout the procedure, and they were able to repair the damaged vessel with no issues. Upon follow up, the fcs advised that the expansion tool was used (esheath+). The loader was able to be fully inserted into the esheath/esheath housing. The esheath was not inserted at a steep angle. Right side was access achieved. The delivery system did not get stuck, the delivery system performed as expected. The physician said he felt resistance as the esheath was removed. The system withdrawn from the patient delivery system through esheath. The vessel was not pre-dilated. The thv was crimped per IFU. The delivery system was prepared per IFU. The perceived root cause of the event is unknown. Degree of tortuosity was moderate. Degree of vessel calcification was mild. Minimum luminal diameter 10.4mm. The fcs chose the photo in the follow up email of liner torn and sent photos of the device as well. The damage was noticed upon removal of the esheath from the patient. The physician stated, "we felt resistance when we tried to remove the esheath, almost like it was snagged on something". There was no difficulty encountered during insertion of delivery system through esheath. No difficulty encountered during removal of delivery system through esheath. No other ew devices were damaged. The perceived root cause is unknown. The hospital denied any assistance with sending the esheath back to edwards.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The complaints for difficulty removing sheath and liner torn were confirmed via provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'when the esheath was removed, the CT surgeon stated, "we felt some resistance, or as if it was snagged on something, then just pulled and it caused a tear in the femoral artery." Per additionally received clarification, degree of tortuosity and calcification were moderate and mild, respectively. Imagery review confirmed presence of torn liner with hdpe damage along the seam interface. While the patient's anatomy was reported to be only mildly calcified, presence of sharp calcium nodules (despite low calcium density) could damage the exposed portion of the sheath liner, which could lead to immediate cutting, tearing, or weakening of the liner. Calcium-induced liner damage could propagate into a tear when coupled with forces used during sheath insertion or ds advancement/retrieval through the sheath. In this case, resistance was encountered during sheath withdrawal, which could have led to high withdrawal forces being used. Additionally, as patient had tortuous anatomy, this could create non-coaxial insertion and retrieval trajectories, leading to increased interactions between the liner and sharp calcium sites and/or liner and thv struts. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high withdrawal forces) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. In this case, it is possible that torn liner caught on patient's vasculature (e.g. Calcium) during sheath withdrawal, leading to increased resistance. Catching could be further promoted via non-coaxial retrieval angles associated with patient's tortuous anatomy. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (liner catching on vasculature) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.